Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 2054534. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that foreign matter was found in the bd pegasus¿ safety closed IV catheter systems prn. The following information was provided by the initial reporter, translated from chinese: "when performing indwelling needle puncture for a patient, opened the indwelling needle and the package is complete, and found that there was a foreign matter in the prn and immediately replaced the same batch of indwelling needles."

Manufacturer narrative:
Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the bd pegasus¿ safety closed IV catheter systems prn. The following information was provided by the initial reporter, translated from (B)(6): "when performing indwelling needle puncture for a patient, opened the indwelling needle and the package is complete, and found that there was a foreign matter in the prn and immediately replaced the same batch of indwelling needles."